Event description:
It was reported that following the initial implant the patient returned to the emergency room with no pacing and was found to have the lead pulled back in the header. The lead was re-inserted. The patient returned to the emergency room flatlined and it was again found that the lead had pulled out of the header. All three lead voltages on the device were left high at that time. Approximately 16 months later, the device reached elective replacement indicator and an alert was triggered. The device was explanted and replaced. No further patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.